Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Another device was used. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing and defibrillation testing without duplicating the customer's report. The log review suggests the shock attempts failed due to either a non-valid patient impedance or a device-detected short. The device passed all testing, was recertified, and returned to the customer. No trend is associated with reports of this type.